Manufacturer narrative:
Additional product code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent an implant procedure on (B)(6) 2015 during which a proximal femoral nail antirotation (pfna) blade became jammed inside of a pfna nail. The surgeons tried for an hour and one-half to correct the error and remove the device, but were unsuccessful. The patient was flown to another hospital on (B)(6) 2015 to undergo another procedure with the intent of removing the devices. Upon initial inspection, the blade was turned 90 degrees inside the nail. A piece of a broken insertion handle was also discovered inside the blade. It appeared that the initial surgeons attempted to insert the device via enormous force instead of hammering the implants into place. Ultimately, the devices were removed and new ones were successfully implanted. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received &#14356;he patient lost some bone from the lateral cortex, under removal. Also, there was evidence of extended fracture lines distally. The patient received a new proximal femoral nail antirotation (pfna) and two (2) cables. Extended anti-biotics treatment and limited weight bearing for an extended period was ordered.